Manufacturer narrative:
UDI: unknown part number; (21)13385. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Complainant left a message on (B)(6) 2016 reporting his pump was leaking at the injection site. The patient provided the pump description as a model 3000 pump serial number (B)(4) and stated that his pump has been implanted for approximately 7 years. He reported that when he had his pump refilled about three months ago, the pump had leaked at the injection site and he got a temporary numbness feeling in his lower body. According to the patient, the pump has been historically being refilled in the center of the septum each time. He stated that his physician is now doing the refills at the 3:00, 6:00, 9:00, and 12:00 positions to prevent any leakage. The patient stated his last two refills went smoothly without incident. He is scheduled for the refill on (B)(6) 2016. The patient stated he just wanted to make us aware that he had experienced the leaking septum as result of multiple injections in the same location on the septum.